Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b5, d6b h4 device history manufacturing location: monument manufacturing date: 10-mar-2020. Expiration date: 01-mar-2030. Part number: 04.037.461s, 14mm/130 deg ti cann tfna 400mm/left-sterile. Lot number: 46p1644 (sterile). Lot quantity: (B)(6). Production order traveler met all inspection acceptance criteria except for one part scrapped at op 150 qa final inspect, for surface finish-dings/scratches. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria apart from the one part noted. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17488 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.4, wave spring, shim ended for tfna nail assembly. Lot number: 21p6690. Lot quantity: (B)(6). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 03-jan-2020 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree, tfna static locking prong. Lot number: 24p2739. Lot quantity: (B)(6). Production order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive. Lot number: 41p7792. Lot quantity: (B)(6). One piece was scrapped at op #50, final inspection, as a dropped part. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, met all inspection acceptance criteria apart from the one part noted. Part number: 21127, timoagri16.00. Lot number: 28p8581. Lot quantity: (B)(6). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 10-sep-2019 was reviewed and determined to be conforming. Lot summary report dated 21-nov-2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery occurred (B)(6) 2024.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the nail broke 5 months after implantation. Initial implant date is (B)(6) 2023. Revision surgery is planned. This report is for one (1) 14mm/130 deg ti cann tfna 400mm/left-sterile. This is report 1 of 1 for complaint (B)(4).